Manufacturer narrative:
Quality control results were in the acceptable range. The customer performed precision testing which was acceptable. The field service engineer adjusted all of the sample and reagent probes. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample from the cobas 6000 c501 module. The initial result was 285.6 mg/dl. The repeat result was 90.3 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 48272701 with an expiration date of 31-aug-2021.